Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  two (2) punctured holes on the strain relief; sheath liner was torn; one (1) strut bent at inflow of valve, so the sheath shaft resistance could be confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was unable to be performed as no work order was provided. A lot history review was performed and revealed one additional complaint for sheath shaft resistance with delivery system and sheath shaft liner torn; there was no additional similar complaints for sheath shaft liner punctured.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for to sheath shaft resistance with delivery system, liner torn, and liner punctured were confirmed through the provided imageries. A review of lot history, DHR, complaint history and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. As reported, 'when I did the precrimp on the first valve, I noticed a slight flare on the skirt side. So much so that I put it back into the crimper and precrimped again with little effect. When I did my final crimp, I did not perceive a flare so if it still existed, it was not as dramatic' and 'the physician had a difficult time pushing the valve through the sheath and when it exited the sheath, we could see a bent strut on fluoro'. In this case, it was possible that the valve may crimped inadequately with bigger/alter crimped valve profile, which can lead to the high resistance during the delivery system (with valve) insertion through sheath. While a definitive root cause was unable to be determined at this time, available information suggests that procedural factors (improper valve crimping) may have contributed to the complaint event. Due to improper valve crimping, the valve struts were caught within the sheath, further excessive force was applied to overcome the resistance, which could lead to the sheath liner punctured and torn.  As such, available information suggests that procedural factors (improper valve crimping / excessive device manipulation during device insertion) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the physician had a difficult time pushing the valve through the sheath and when it exited the sheath, a bent strut was noted. The sheath and system were removed as a unit and the team went back in with a 16 fr esheath and the new system was advanced without incident. Per photo received, a liner puncture and liner torn was noted.